Event description:
It was reported that the bipolar maryland forceps instrument had abrasions on its main tube, which were caused by a defective cannula. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report #2955842-2006-00306,MFR. Report #2955842-2006-00307, MFR. Report #2955842-2006-00308, MFR. Report #2955842-2006-00309, MFR. Report #2955842-2006-003010, MFR. Report #2955842-2006-003011, MFR. Report #2955842-2006-00401, MFR. Report #2955842-2006-00403.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a section on the distal end of the instrument main tube with light scraping, and a small amount of material removed directly above the proximal clevis. It was determined that the damage to the main tube was most likely caused by a defective cannula accessory. No other damage was found. The following medwatch reports were created for the defective cannulae previously returned from this site: MFR. Report #2955842-2006-00300, MFR. Report #2955842-2006-00301, MFR. Report #2955842-2006-00302, MFR. Report #2955842-2006-00303, MFR. Report #2955842-2006-00304,MFR. Report #2955842-2006-00305.